Event description:
The user facility reported to terumo cardiovascular systems that out of box the pressure line from the sampling manifold to the blood outlet port disconnected and was cracked. No pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).